Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product return was received on 11/30/2018, which revealed viscoelastics and /or balanced salt solution observed on the lens surface; indicating that the lens was handled to be prepared for insertion. The haptics are not distorted/crimped as described on the initial report. The reported issue was not verified. A product quality deficiency could not be determined. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting a model z9002, 22.5 diopter intraocular lens (iol), the haptic was crimped. The lens was not implanted in the patient's eye. Through follow-up, customer confirmed the cartridge tip had patient contact. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. The procedure was completed successfully using the backup lens, same model and size. No additional information was provided to johnson & johnson surgical vision.